Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update - sep 9, 2015 - xray review indicated loosening and osteolysis.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The returned device was forwarded to depuy material science for evaluation. On the basis of these observations, the screw fracture was a result of low stress high cycle bending fatigue initiation and propagation. No material defects were observed in the screw that could have contributed to fracture initiation and/or propagation to failure. A complaint database search finds no other related incidents against the provided product and lot combinations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The knee prosthesis s-rom noils implanted in (B)(6) 2010. Failed. The fixation screw for the tibial component to the stem broken led to new revision surgery. Pain. Hospitalization required to prevent permanent impairment or damage. Form states patient stable. Mobilization.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.